Manufacturer narrative:
This case was managed as a nemo (no engineer material only) remote service event. Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, during which the nibp pump was identified as the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site and the replaced component was not returned to philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the nibp pump to resolve the issue. Section e: reporting institution phone #:(B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there were inaccurate non-invasive blood pressure (nibp) readings on multiple patient simulators. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.